Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the trifuse set came apart while on a pt. No pt harm was reported. Medical intervention was not required. The customer stated that no further pt/event info is available.